Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
This supplemental MDR #1 is being filed to report a correction to the b5 event description. Subsequently, h6 medical device problem code was corrected from a14, infusion or flow problem to a05, mechanical problem. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a2, a5, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of manual ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.